Event description:
Customer reported the icentral does not activate the asystole-alarm when a flat line is displayed on the screen. Pt reportedly died, but not as a result of the alleged no asystole alarm occurrence. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.